Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. Results provided: 23may2023 sid (B)(6)= 0.768 ng/ml /new sample = < 0.001 ng/ml 24may2023 sid (B)(6)= 0.226 / 0.002 ng/ml normal range (0.010-0.013 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Although a definitive cause for the issue was not identified, the architect isr62928 was considered the likely cause for the issue. However, the customer did replace the probe tubing. A review of the architect sn# (B)(6)service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. A1 patient identifier sids: (B)(6), (B)(6).

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. Results provided: 23may2023 sid (B)(6) = 0.768 ng/ml /new sample = < 0.001 ng/ml. 24may2023 sid (B)(6) = 0.226 / 0.002 ng/ml. Normal range (0.010-0.013 ng/ml). No impact to patient management was reported.